Event description:
A physician reported that, prior to surgery, ophthalmic seven knives were found to be dull. The surgery was completed without harm to the patient. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A sample has been available that has not yet reached manufacturing for evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).